Event description:
Healthcare professional additionally reported "any creases associated with hole". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., g.3., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and product anxiety. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and additionally reported 'product anxiety' due to textured device. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: an extended sharp opening (a dimension measurement in the shell was performed which identify the thickness within specification) and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported a left side rupture and additionally reported 'product anxiety' due to textured device and "any creases associated with hole". Device has been explanted.